Event description:
Eclipse homepump, 250 ml, 175 ml/hr, model #e251750, lot #0202573430 filled with vancomycin 1.25 gram/0.9 percent sodium chloride 250 ml would not infuse when patient attached eclipse homepump to IV line.